Manufacturer narrative:
A bhr cup (74120152, 10lw30614, sn 007), bmhr head (details not visually confirmed ¿ 74432046,10gw29373) and bmhr stem (details not visually confirmed ¿ 74431311, 10ew27620), all of which were used in treatment, were received for investigation following hip revision surgery for intraarticular pain.a review of the complaint history for the bhr cup, bmhr head and bmhr stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. Visual inspection was carried out on the returned devices. Fine scratches were observed on the bearing surface of the bhr cup and bmhr head. Damage was noted on the bmhr stem. Wear analysis was performed to review linear wear on the bearing surface of the bhr cup and bmhr head. The wear images identified one wear patch on the bearing surface of the bhr cup and one wear patch on the bearing surface of the bmhr head. Maximum linear wear for the bhr cup was 5.8¿m. Maximum linear wear for the bmhr head was 32.4¿m. The combined maximum linear wear for the bhr cup and bmhr head was 38.2¿m. The bmhr stem was not removed from the head; therefore, taper analysis was not performed. Based on historic wear data, after 7.0 years in vivo, the measured combined linear wear is in line with but at the higher end of the expected wear for a non-edge loaded smith and nephew large diameter metal-on metal device. The position of wear on the acetabular cup shows that the femoral head was articulating within the bearing surface of the cup. The available medical documents were reviewed. The patient underwent a revision surgery 7 years post-implantation due to reported elevated cocr levels. There are no supporting medical records or operative reports; however, a single x-ray has been provided. The x-ray shows the implantation angle at about 36 degrees which is a little flatter than the recommended 45-50. The device was returned and analysed. It was noted that it was articulating appropriately. With only a single image provided, no conclusions can be made regarding the root cause for the elevated ions. Without further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If additional information becomes available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. The device will be retained at smith & nephew and is available upon request.

Event description:
Revision surgery was performed due to pain.